Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Results - (operational problem): visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens, +21.0 diopter, and the lens tore. The lens was removed with no patient injury and the backup lens was implanted.